Event description:
It was reported to gore that cv8 sutures broke when the knots were tied.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The initial provided lot number 12332446 which belongs to a gore-tex® suture was reported in error. This lot number was not involved in any product complaint and therefore the initial provided medwatch report with the report number: 3003910212-2015-00028 will be retracted. On (B)(6), 2015, the distributor confirmed that for following two lot numbers: 11982079; 12812475 a suture break when the knot was tied and a needle pull off was reported. Those incidents happened multiple times for several patients. It could not be confirmed for which lot number the needle pull off was observed or to which lot number the suture break belongs. Therefore, two medwatch reports will be send for the two reported lot numbers.

Event description:
It was reported to gore that when gore-tex&#59411;utures were used for multiple unknown procedures several suture breaks while the knots were tied and needle pull offs were experienced.

Manufacturer narrative:
Further investigation is being conducted and the information will be included in the final report.